Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. Please note that a design change was implemented to minimize the occurrence of the opening issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that before an unknown procedure, when the trigger was grasped to check its function before use on the patient, the trigger became not to return to the home position. Another device was used to complete the case. There were no adverse consequences for the patient. Finally the trigger was returned to the home position forcibly by hand. Then, the device could be fired. There were no adverse consequences for the patient.